Event description:
During a site visit, customer reported air was being pulled into the set during an infusion of chemo and pump segment ballooned out. "Staff report that chemo was infusing at 42cc per hour. Pump read channel error and was beeping. When channel was opened, bubbles noted int he pumping segment tubing. The line was clamped for lab draws, which "made the pump beep'." No patient harm was reported. No additional event or patient information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.